Event description:
It was reported that a flogard infusion pump had experienced an air in line alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The air sensor was found out of calibration and could contribute to the reported air in line alarm. In order to resolve the issue the air sensor was calibrated. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up report will be sent.